Event description:
It was reported bd insyte¿ autoguard¿ winged shielded IV catheter had damaged packaging from black tape that was stuck to the product packaging. The following information was provided by the initial reporter: "this is a report about foreign matter of iag. During the inspection at the customer's side, a black tape was adhering to the products/packages."

Manufacturer narrative:
Investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received five sealed units from provided lot number. In addition, two photos were received. Upon inspection of the photos and the received devices it was identified that black tape is present across all five units. The package integrity of the unit from pocket 10 was found to have been compromised due to splice tape between the top and bottom web preventing a seal. The reported issue was confirmed. The black tape is used in the manufacturing process during the web splicing process. The black tape is used to attach a new roll of the web to the depleting one. Splicing helps to align the two rolls and feed the new web into the machine. Tape is put on the roll to signal the system to not fill the pockets at the spliced location. It is the operator¿s job to follow the splice through the machine to insure it travels as desired. It is the operator¿s job to follow the splice through the machine to insure it travels as desired. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the packaging process. A device history record review showed no non-conformance associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.